Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150564/7145919, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. The explanted device was not returned per facility policy.